Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tu2l, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had sudden loss of therapeutic effect and noticed that his urinary flow was heavier all of the sudden. Patient services had the patient check their device status and it was blank where there should have been a lightning bolt; the patient&#38112;stimulator was turned off. The patient wondered how that could happen. Patient services assisted the patient in turning the stimulator back on. After turning stimulation on, the patient saw the lightning bolt and was able to increase stimulation. No follow up was needed at this time. If additional information is received, a follow-up report will be sent.